Event description:
The time drifts on the pulse oximeters. It was brought to our attention that the times were off by a few minutes. We set all the times to get a fresh start and about 2 months later we found that these the times had drifted forward 3-4 minutes.